Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "dull knife" (dull). Customer reported a knife was dull during surgery. The knife was exchanged and the procedure was completed with no significant surgery delay. No pt harm was reported. No additional info is expected.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. A visual inspection was performed on the returned opened sample and found to be nonconforming for a damaged tip. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. Root cause: unable to determine how or when the blade became damaged. All knives are 100% inspected by trained operators. Any defects, such as the damaged tip exhibited on the returned, opened sample, would be culled from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the functional quality of the product. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).